Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2010 and system diagnostic results revealed high impedance (>= 10000 ohms). The patient¿s device was tested again on (B)(6) 2010 and generator diagnostics results showed high impedance (7859 ohms). The patient¿s device was later tested again on (B)(6) 2010 and system diagnostics initially returned impedance results within normal limits, but new system diagnostics on (B)(6) 2010 revealed again high impedance. The patient¿s device was tested on (B)(6) 2011 and system diagnostics returned impedance results within normal limits. Review of the remaining diagnostics history showed normal diagnostic results through (B)(6) 2013. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.